Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an compact meter, compared to a professional meter, within 10 minutes: 5.? Mmol/l (compact) and 3.? Mmol/l (nurse's meter). No adverse event was reported. No remaining strips were available; therefore, no product could be requested to be returned for evaluation.